Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the associated device was unable to obtain an ECG signal using these electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The electrodes were returned for evaluation; the customer's report was duplicated during visual evaluation and attributed to a disconnected self test wire on the electrode pad. This type of failure does not disable the electrode from delivering therapy when attached to a defibrillator. This is a malfunction which only impacts self-test of the electrode with the defibrillator. This type of malfunction does not pose any clinical impact and does not meet our guidelines for reportability. Analysis for reports of this type has not identified an increase in trend.